Event description:
It was reported that bd alaris smartsite extension set was leaking the following information was received by the initial reporter with the following verbatim: they were using bd y extension set with 2 smartsite (20019e7ds) in pvt ward and they are facing leakage issue as new smartsite connection is not secure with their IV sets and dial flow. This leakage was not happening with the earlier/old y ext w/vlv ports & 2 sld clp, 7 day (20019e7d). They face the same issue in 4 patients.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
Investigation result: one 20019e7ds sample was received for investigation, in which the customer has stated: "they were using bd y extension set with 2 smartsite (20019e7ds) in pvt ward and they are facing leakage issue as new smartsite connection is not secure with their IV sets and dial flow." Residual fluid was visible throughout the line. No packaging was received with the sample; however, the customer has indicated that the lot number was ta240149. Examination of the sample confirmed the customer's experience as leakage was observed from the female luer adaptors of both smartsite components, both of which were found to oval in shape, rather than circular. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot ta240149 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Furthermore testing of the retained samples by the manufacturing site from the same lot did not identify any similar defects. Please note, the root cause of the oval smartsite is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite® is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.